Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced issues loading a new cartridge onto the pump. Reportedly, the customer received an error message while attempting to load a new cartridge. Customer did not recall what the message said. There was no reported impact to customer's blood glucose level.